Manufacturer narrative:
Block b3: exact date unknown, event occurred a few months prior to the date the manufacturer became aware.

Event description:
It was reported that the implantable pulse generator (ipg) was difficult to charge and was no longer providing pain control. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned.